Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the "old style" nurse call failed testing. The nurse call needs updated to address the issue; however, no repairs will be performed as the device will be scrapped.